Event description:
It was reported that the patient presented in the hospital. Device interrogation revealed that the left ventricular lead was intermittently capturing. The lead looked to have pulled back since implant. Programming changes were made to alleviate the issue. On (B)(6) 2021, the patient presented for lead revision. The lead was explanted. The patient however passed away during implantation of a competitor's lead.